Event description:
Account reports post-operative pt went into resiratory arrest during pca therapy of morphine. Rptr states pt was administered a 5mg i.v. Push of morphine for pain relief at 1:30p.m. The pt continued to experience pain and as a result pca therapy was initiated at 4:25p.m. Using the pca ii pump. At 1:30a.m. The pt coded, was moved to the ICU and narcan was administered for reversal. The pt recovered and was released. Per rptr, review of the pump history revealed the pump "delivered as programmed."